Manufacturer narrative:
(B)(4). Batch#: 691a75. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the jaws in the closed position, the closure trigger, and the firing trigger in the opened position and with a 6r45b reload loaded. The reload was received partially fired 1/10. The device was received with the anvil disengaged from the ring closure. This condition was caused due to an insufficient anvil crimp. Also, causing the incomplete fire. No functional was performed due to the condition of the device. The insufficient crimp assembly is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the stapler could not be triggered. There were no patient harm nor significant delay reported.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2023. D4: batch # 691a75. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the jaws in the closed position, the closure trigger, and the firing trigger in the opened position and with a 6r45b reload loaded. The reload was received partially fired 1/10. The device was received with the anvil disengaged from the ring closure. This condition was caused due to an insufficient anvil crimp. Also, causing the incomplete firing. No functional was performed due to the condition of the device. Additional investigation performed indicates that the marks found in the tab of the closure ring suggest the tab was crimped per the manufacturing specification. Four crimps are applied in one press cycle and all other crimps on the device were found to be conforming. The equipment and pm records were analyzed with no findings. Additionally, there is 100% visual inspection of the crimp press for crimp presence and 100% functional inspection for jaw force and force to fire. There is no evidence to suggest a defect in the manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.